Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation. Although the complaint was not confirmed by failure analysis, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that the 8mm large hem-o-lok clip applier instrument would not hold the clip. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing noted out of the ordinary. The incident occurred once the surgeon took initial control of the clip applier, prior to clip application. The issue was not related to the clip applier jaws remaining static or not moving when the surgeon commanded movement. The issue was not related to unexpected motion of clip applier while attempting to clip (e.g., the instrument¿s jaw swayed to the side). The issue was not related to unsuccessful clip application. The issue was not related to clip opening after closure of the clip. Clip fell out when surgeon rolled wrist. The staff indicated it was properly loaded. Clips used were large teleflex hem o lok weck clips. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU (10 mm for medium-large clip applier, 13mm for large clip applier). It is unknown how many times the subject clip applier been used during the case when the incident occurred. The customer used a backup instrument to resolve the issue. The instrument was sent back to isi for analysis. No photos or videos are available for review. The procedure was completed. Unable to provide patient demographics.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm large hem-o-lok clip applier instrument associated with the customer-reported complaint. The instrument was analyzed and, the visual inspection revealed no damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The grips were aligned. The instrument passed the clip test 3 of 3 attempts. The instrument was fully functional. No product issue was identified.